Event description:
Reported by genzyme associate medical dir, the pt underwent implantation of autologous cultured chondrocytes in 2007. Genzyme company rep reported the pt developed inflammation, swelling, effusion and a high white blood cell count after carticel implantation. Genzyme reported an orthadapt product was used during the implantation. A "wash out" procedure was performed on the pt. The culture was negative. This event has not been confirmed and is being reported from a conservative standpoint. When add'l relevant info is received, a supplemental report will be submitted.